Manufacturer narrative:
Product ID 3031a, serial# (B)(4), implanted: 2005 (B)(6); product type programmer, patient product ID 3095-10, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 3093-28 lot# j0519438v, implanted: 2005 (B)(6); product type lead. (B)(4),

Event description:
It was that the patient had been getting ¿urinary infections¿ over the past year. The patient was told to ¿cath herself¿ of they would ¿drown her insides¿. Additional information was requested but was not available at the time of this report.